Manufacturer narrative:
Device evaluation: visual inspection revealed the tip has fractured off. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be due to off-axis forces applied during use. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use and compatibility: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the final screwdriver fractured intra operatively. The tip was retrieved. There was no reported impact on the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the final screwdriver fractured intra operatively. The tip was retrieved. There was no reported impact on the patient.